Event description:
Received information that customer filled the tubing with 40 units of insulin, however, one drop of insulin was observed at the end of the tubing. There was no impact to customer's blood glucose level.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new relevant information become available, a follow up report will be submitted.